Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found via remote transmission to be in backup mode since 20 jan 2019. Device replacement was discussed. There were no patient consequences.